Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. Reportedly, patient noticed water inside the cartridge compartment since last summer after he went swimming with the pump. Patient stated that cartridge cap was secured and that there was no damage to the cap and pump casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.